Event description:
During admission, we went through 3 blood pressure (bp) cables and tried on two different cartridges to obtain a blood pressure and the monitor kept shorting out and the screen kept going blank. We tried to troubleshoot wires and cords to see if something was loose and even physically moved the monitor, but eventually (and after a few hours of randomly going out) it worked. No patient harm. In-house biomed findings; has been testing bed j and so far, he hasn¿t been able to duplicate issue reported. I would recommend we send out monitor for further evaluation. To send out.